Event description:
It was reported that the pump exhibited a system failure and alarmed error codes 45520 and 43520. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the printed wiring assembly and/or keypad are to be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.